Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion test was not reproduced. Device sent to flow line for a downstream occlusion testing and passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.